Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
A neurology office reported that they had a vns patient whose device appears to be moving around and it is causing the patient some discomfort. The patient denies any manipulation or trauma and not sure when the event began. The patient was being referred for a surgical consult and there will be plans to perform a possible full revision. At this time the patient has not been evaluated.